Event description:
Per the audiologist, in approximately june 2007 the patient started experiencing decreasing sound quality with his device. The results of an integrity test done in august 2007 indicated that the implant was not performing with specifications. Explant/reimplant surgery is scheduled in 2007.